Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively there was a cystic arterial bleed with significant hemoglobin drop. The patient was re-admitted and underwent blood transfusion.